Manufacturer narrative:
The technician found a dried substance on the side rail latch pin. The technician cleaned and lubricated the side rail latch and pin to resolve the issue.

Event description:
The account alleged the side rail is not latching. No patient impact.